Event description:
The pt visual acuity was affected due to lens opacification. A lens exchange was recommended; however, the pt rejected the recommendation and the lens remains implanted.

Manufacturer narrative:
This lens is sold in the USA under model mi60lus.